Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were explanted and replaced due to high pacing thresholds and loss of capture only two months after implant. The lv lead was replaced with a new epicardial lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device passed all incoming tests. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the threshold issues or loss of capture.